Event description:
It was reported that loss of capture and low sensing that resulted in undersensing was observed on the right ventricular (rv) lead. Upon investigation, the rv lead was found to be dislodged. The rv lead was explanted and replaced to resolve the event, and the patient was in stable condition.